Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was discarded at the facility.